Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no reported patient involvement.

Manufacturer narrative:
Initial reporter facility name: (B)(6).a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.